Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Medical affairs was unable to get in contact with the patient and sent a letter to obtain more clinical information. The patient called alleging an error message on the meter and does not recall what error message he received. He ate food and/or drank a beverage after attempting to use the meter. He claims he went to see the md and was treated with IV. No information on what the reading, or the diagnosis, was at the hospital. Meter does not power on and customer service was unable to resolve the issue with the meter. This case is being reported as a malfunction, since the meter does not power on.